Manufacturer narrative:
On may 07, 2024, mentor received additional information. The patient's prostheses were discarded upon removal. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 18, 2024, additional information was received indicating the right breast prosthesis was intact upon explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Date of explant: (B)(6) 2024 reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 340cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture of her prostheses, which was confirmed via magnetic resonance imaging. As a result, the patient is scheduled for removal surgery on (B)(6) 2024. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2024-04207 for the contralateral event.

Manufacturer narrative:
On may 29, 2024, mentor received additional information. The patient experienced capsular contracture of an unspecified baker grade in her left breast. Manufacturer¿s reference number: (B)(4).